Event description:
The customer reported that one of the connector pins from within the therapy cable assembly broke off into the therapy connector assembly. This reportedly occurred during normal device testing and did not occur during patient use. With a broken connector pin stuck in the therapy connector assembly, the device may not have the ability to deliver defibrillation therapy to a patient.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they have replaced the device therapy connector and therapy cable assemblies and observed proper device operation through functional and performance testing. The device was then returned to the end user for use.the device has not been returned to physio-control for evaluation.